Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 600 mg/dl while wearing the pod. The patient reported that the cannula came loose due to being close to an old surgery incision scar. The hospital put the patient on manual mode on their omnipod personal diabetes manager (pdm) until bg levels returned to normal. The patient was released two days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.